Manufacturer narrative:
(B)(4). Date sent 5/20/2025 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pmw35 (a) device was returned with no apparent damage, fully functional. When tested for functionality the device fired and formed the remaining 38 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, it should be noted that you can evert and approximate skin edges as desired. Several techniques are suggested: with one tissue forcep, pull skin edges together until edges evert or with two tissue forceps, pick up each wound edge individually and approximate the edges or apply tension to either end of the incision, such that the tissue edges begin to approximate themselves. One forcep can be used to ensure that the edges are everted. Position the instrument over the everted skin edges, aligning the instrument arrow with the center of the incision. Squeeze the trigger until you touch plastic trigger to plastic handle. Release the trigger and remove the instrument from the fired staple. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 754c42, and no non-conformances were identified.

Manufacturer narrative:
(B)(6). Date sent: 3/20/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a breast surgery after fired, noted the staples malformed. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 5/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.